Manufacturer narrative:
The cobas c503 analytical unit serial number was (B)(6). The calibration and qc were acceptable on the day of the event. The alarm trace showed multiple abnormal aspiration alarms and cell blank alarms on the day of the event. The customer performed monthly maintenance and changed the lamp and the reaction cells. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested for hdl-cholesterol gen.4 (hdlc4) assay on a cobas c503 analytical unit. Initial result: 3.35 mg/dl. The customer questioned the initial result and repeated the sample. Repeat result: 92.80 mgdl. The repeat result of 92.8 mgdl was deemed to be correct. No questionable result was reported to the patient.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.